Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) with atrial therapies was explanted for premature battery depletion. The device was implanted approximately 23 months.